Event description:
Patient was revised to address subsidence and loosening of the tibial and talar components.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays received. Product development reviewed the provided x-rays and states the a-p view showed indications that the tibial component and talar component did not have adequate cortical support. Also the view indicates some amount of bone resorption. This could have caused the subsidence of the tibial component but cannot be confirmed because of the clarity of the x-rays. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.